Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok keypad button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-apr-2018 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the contrast, up and down buttons were found to be intermittently responsive. The keypad cover was opened and there was evidence of contamination found under all of the keypad button contacts. Unrelated to the original complaint, the battery compartment was found to be cracked below the bumper pad. The display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.